Event description:
It was reported that a patient underwent a cancer surgery on (B)(6) 2025 and suture was used. Whilst proceeding with wound closure the needle detached from the suture after the first pass through the wound edges. No obvious reason for this... It was a new suture without any dragging or significant pull though tension. The threads had not rubbed against the edge of the needle holder or forceps. The needle was located outside of the wound and there was no risk of harm to the patient or to the implant. Suture was being used by a very careful and particular onco-plastic breast surgeon. His technique is not of concern. There were no patient consequences reported. No additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/5/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.